Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31380758l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a octaray mapping catheter and a char issue was observed. The procedure was completed. The octaray mapping catheter was removed from the patient's body and then noted char adhered on the electrode. No patient consequence reported. Heparin was used as an anticoagulant. Act value was unknown. There were no problems switching between low/high flow rates. The temperature displayed by ngen or bull's eye before or when not ablating was 36 / 51. Qmode+ setting: (-) only qmode was used (maximum output 40w). Site of occurrence: rspv roof visitag parameters (breathing filters, stability, tag setting): breathing filter available. Stability: minimum time 3s / fot 25%.3g. Tag: ai low 350 high 400. The setting of pre / post time: pre 2s, post 0s. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received (B)(6) 2024. The physician does not consider that the char is excessive (based on their clinical experience). The physician does not consider the amount of char caused a potential risk to this patient. The diagnostic catheter was in contact with the ablation catheter. The patient did not exhibit any neurological symptom since the procedure was completed. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).